Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported thrombus on the closure device occurred. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2015. A 21mm watchman laa closure device was implanted successfully. The patient came for a follow up transesophageal echocardiogram (tee) in (B)(6) 2015. It was noticed that there was thrombus on the closure device. The patient's international normalized ratio (inr) was 3.4 the day of the tee. The thrombus was considered a mobile thrombus that measured 5mm in width. The physician decided to keep the patient on warfarin and will bring them back for another tee three months later. There were no patient complications and the patient is fine with no symptoms.